Manufacturer narrative:
The date of event was approximated as (B)(6) 2016. It was reported that the patient had a cerebrovascular accident (cva) in (B)(6) 2016. (B)(4). Approximate age of device ¿ 1 year 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that in (B)(6) 2016 the patient experienced a cerebrovascular accident (cva). The patient was bed bound, and had left-sided weakness. On (B)(6) 2017, the patient expired under hospice care.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported cerebrovascular accident and the subsequent patient outcome could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.